Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a paddle lead and ipg implanted on (B)(6) 2016. On (B)(6), the patient had numbness and weakness of her right leg and a complete loss of sensation with decreased motor function of left lower extremity. The patient underwent surgical intervention where her entire scs system was removed secondary to a seroma and epidural hematoma. The patient was able to walk with a slight weakness. The patient was released to go home. Follow up revealed the patient is able to stand and walk, the issue was resolved.